Event description:
A customer reported an issue with a pump that became overheated while using the tandem charging supplies. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced and provided goodwill charging supplies. In the meantime, the customer was to use multiple daily injections as a backup therapy. Tandem confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it, for which a pre-paid label was provided.